Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the surgeon was unable to take control of patient side manipulator (psm) 3. The customer explained that prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the staff reseated the instrument sterile adapter (isa) and replaced the instrument with no change. The customer noted that the psm was showing a blue led. It was also verified that the second console did not have control of the psm. The surgeon was currently using psm 1 and psm 2. After the surgeon moved to the second console, and tried to take control of the psm 3; they were unable to take control. The staff power-cycled the system, and they were able to take control of the psm 3. The staff moved forward with the procedure and requested an isi field service engineer (fse) to follow up, in order to verify the issue does not continue. Onsite system logs did not reflect any system related issues. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the set up joint (suj) assembly, as axis 5 was unable to fully rotate through the range of motion. The patient side manipulator (psm) was also replaced, as both suj clutches were sticking. Following service, the system was tested and verified as ready for use. Isi received the suj associated with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported issue as the stop block wrist was broken. As a fix, the axis 5 brake clamp, stop block wrist, and rubber bumpers were replaced. Additionally, isi received the psm associated with this complaint and completed the device evaluation. Fa investigation confirmed the reported issue during the switch test, and as a fix, the l3 clutch switch and l4 switch were replaced. Fa replaced the cable to address the issue.